Event description:
It was reported that a patient presented wit syncope. No information regarding the device function was reported. No intervention or further adverse patient consequences were reported.